Manufacturer narrative:
On february 1, 2011 biosense webster inc. (Bwi) received the FDA follow-up request, dated january 05, 2011 regarding report # 9612355-2011-00041 manufacturer ref # (B)(4) requesting more information about investigation. Investigation is still in progress. A supplemental report in response to the FDA letter will be submitted once it is completed.

Manufacturer narrative:
The concomitant products: carto 3 rmt: manufacture # (B)(4), serial # (B)(4), navistar: manufacture # unknown, lot # unknown (disposed). (B)(4).

Event description:
It was reported that the patient had a grounding pad 3rd degree burns while using the stockert generator with esi velocity mapping system. The grounding pad was adult size valley lab model e7506 and placed on right lateral thigh. The skin site was documented as intact after removal. The referenced case was a cardiac resynchronization therapy pacemaker (crt-p) implant and atrioventricular junction (avj) ablation with carto mapping. Upon follow-up visit the burn was noticed and there was no treatment known.

Manufacturer narrative:
(B)(4). No errors were found during the service, however, during the physical evaluation it was found that the unit had the handle, foot pedal, indifferent socket and catheter mod defective, and the issue was resolved by replacing them. The reported issue could not be caused by these defective parts. Functional and safety test was performed as well as the preventive maintenance and the unit was found functional. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.